Event description:
It was reported by a stryker foreign subsidiary that during evaluation it was noted that after the trigger is released on the system 5 dual trigger rotary handpiece the handpiece does not stop completely. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The complaint was confirmed. The handpiece had run-on due to a damaged trigger assembly. Based on a review of complaint trending, damage to the trigger can cause it to stick, resulting in run-on.

Event description:
It was reported by a stryker foreign subsidiary that during evaluation it was noted that after the trigger is released on the system 5 dual trigger rotary handpiece the handpiece does not stop completely. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is being evaluated by a manufacturer foreign subsidiary, additional information will be provided when the investigation is complete. The device is being evaluated by a manufacturer foreign subsidiary, additional information will be provided when the investigation is complete.